Manufacturer narrative:
Conclusion: the sample was examined for visual attribute defects and discoloration was observed on the sutures; also, there were pieces of suture in the tray. Sutures have begun with the process of disintegration and likely are the cause that the sutures were observed with these conditions. Additionally, the foil was examined for visual inspection and multiples holes in cavity were found on the package. This condition contributed to disintegration of the sutures.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2013 and suture was used. The product appeared oxidized. The surgeon stated that there were holes in the packaging. The product was not used on the patient. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4): the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.